Event description:
The information received from the (B)(4) indicated that, the index procedure was performed to treat an in-stent restenosis of a drug-eluting stent. The target lesion was a 90% stenosis in the mid left anterior descending (lad) artery. The lesion was treated with dilation using a durastar balloon. The residual stenosis was 0%. A 2.5 x 18mm cypher stent was deployed at 20 atm successfully. The stent was successfully implanted and was post-dilated with a 2.5 x 15mm balloon at 20 atm. An 80% non-target and de novo lesion in the 1st diagonal was treated with a non-cordis dilation catheter of unknown brand. The residual stenosis was 0%. The patient had no angina or major adverse events during the 30 days follow up. Approximately nine days after the index procedure, the patient had a hematoma of the right groin measuring 4 x 3 x 3.6 cm. The event was not treated and resolved without sequelae 19 days after the index procedure. The event was reported to be not related to the cypher stent or study drug and possibly related to the index procedure. The patient was on antiplatelet therapy 24 hours prior to the event. Addendum: review of the cec adjudication minutes indicated the patient experienced a peri-procedural pci/mi.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including mi with pci 5/2008, lvef 40 - 50%, dyslipidemia, and hypertension. The indication for the index procedure was a positive functional study. Angiography revealed a 90% stenosis in the mid lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion and one non-target lesion. A single stent implantation with post-dilation was successfully completed. The core lab reported a 10% residual stenosis, no dissection and timi 3 flow. An 80% stenosis of the 1st diagonal was the non-target lesion, this was treated with poba. Pre-procedure no cardiac enzymes were drawn. Post-procedure the ck was 87, the ckmb was 0.8 and the troponin was 10.01. The next set of enzymes revealed a ck of 70, a ckmb of 1.0 and troponin of 0.09. The following day the ck was 69, the ckmb was 1.1 and the troponin was 0.13. The next set of enzymes revealed a ck of 74, a ckmb of 0.9 and troponin of 0.07. The (B)(4) has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported an access site hematoma that was captured as a non-complaint. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15061330 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.